Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection was performed on the product and observed a discolored cord. A functional evaluation revealed the left button was stuck causing the mdu to run continuously without displaying an error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Even though no error was observed during testing a stuck button can contribute to a handpiece error . No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up, when the mdu was plugged in it displayed a "handpiece error". The procedure was completed with a s+n back up device. No delay and no patient injury or other complications were reported. Results of investigation have concluded that this unit had the left button was stuck causing the mdu to run continuously without displaying an error which makes it a reportable event.